Event description:
It was reported that this pacemaker was attempted implant due to mechanical or connection issues with lead to header insertion and loose connection. The physician was unable to insert the lead past the connector block. The lead was finally inserted successfully into a new pacemaker. The attempted pacemaker has been returned. No adverse patient effects were reported.

Manufacturer narrative:
The root cause of the lead insertion difficulty could not be confirmed during laboratory analysis. Note that boston scientific has a vigilant quality monitoring system and we aggressively monitor field performance of all our products. We will continue to monitor for similar events.